Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt was unable to complete peritoneal dialysis treatments from (B)(6) 2014 due to unk reason(s), and was subsequently admitted to the hosp on (B)(6) 2014 for pancreatitis. The pt was discharged from the hosp (B)(6) 2014 and switched to hemodialysis treatments (B)(6) 2014. The pt was in good health since switching to hemodialysis treatments. Med records were requested.